Event description:
It was reported that during the procedure the screen of auriga xl 21303252, went into black. They tried to restart the system but no image in the display. The procedure was not completed due to this event and no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.